Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose reached 500 mg/dl. The customer could not troubleshoot at the time of the call. It was also reported the batteries were not lasting long in the customer's insulin pump. It was found the battery did not last for more than one week. The customer also had a battery out limit alarm on their insulin pump. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.